Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient desat alarm occurred on (B)(6) 2017 however the alarm "silenced itself" at the central per staff. No patient harm was reported.

Event description:
The customer reported that a patient desat alarm occurred on (B)(6) 2017 however the alarm "silenced itself" at the central per staff. Additional information was requested from the customer and no patient harm or delay or any urgent medical therapy occurred.